Event description:
Reporter alleged the active system generated a result of lo (<10mg/dl) prior to the test strip being dosed with either blood or control solution. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.